Event description:
Pump reported to be set at 3 ml/hr. After 12 hours, only 10 mls had infused according to the remaining solution in the bag. No additional clinical info was able to be obtained. No pt injury resulted.